Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer reported the tampons came apart when she removed them after 4 hours of use. No injury was reported.